Event description:
The hcp reported that the pt was experiencing overdose symptoms, including sleepiness, several days after drug pump and catheter replacement. The hcp reported, that the pt was "opiate naive" and had required increasing doses of drug prior to replacement. At replacement, the pump was filled with an unk volume of morphine sulfate (50 mg/ml). The hcp noted, that the lowest therapeutic dose (2.4 mg/day) was "too high", so they programmed the pump to a minimum rate to deliver 0.3 mg/day. Several days later, the hcp decided to change the dose of morphine sulfate to 10 mg/ml. Hcp stated the "removing the system contents protocol" was followed properly (both pump and catheter were emptied). The pump's flow rate was subsequently increased to 0.48 mg/day. A few hours later, the pt developed overdose symptoms including sleepiness. The pt was provided unk treatment and the symptoms seemed to improve, but soon after, the pt was showing signs of overdose again. The pump was reprogrammed to the minimum flow rate and the pt's overdose symptoms improved. The hcp is considering add'l troubleshooting. Hcp reports barbiturates were detected in the pt's system, even though the pt denies using them. Due to this info, the drug delivery system will be explanted in the near future. Also, the pt has a history of drug abuse (percocet) and was institutionalized for this issue. Add'l info has been requested from the hcp, but was not available at the time of this report.